Manufacturer narrative:
(B)(4). Medical device: UDI# (B)(4). Concomitant medical products: 118000 25mm versa-dial taper adaptor 116430. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00141. Reported event was confirmed by review of radiographs. Review of the available radiographs identified separation of the glenoid glenosphere component resulting in a lack of articulation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by manufacturer? Requested but not returned by hospital.

Event description:
It was reported that the patient underwent a shoulder procedure on (B)(6) 2019. Subsequently, the patient is being considered for third revision due to the disassociation of baseplate from the glenosphere. No additional patient consequences were reported.